Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: unspecified 4 channels. Cfu: >150cfu. Bacterial identification: pseudomonas aeruginosa olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end unit. Cfu: n.d. (Not done). Bacterial identification: streptococcus vestibularis. Sampling from: instrument / biopsy / suction channel. Cfu: 1cfu/ml. Bacterial identification: staphylococcus capitis. Sampling from: air / water channel cfu: 1cfu/ml. Bacterial identification: staphylococcus capitis sampling from: auxiliary water channel. Cfu: 2cfu/ml bacterial identification: curtobacterium species, sphingomonas species sampling date: (B)(6) 2023. Sampling from: distal end unit, instrument / biopsy / suction channel, air / water channel, auxiliary water channel. Cfu: no detection. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Additional potential adverse events were noted where foreign material remained in the air/water cylinder, air/water tube and auxiliary water tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, for the event of positive culture, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. For the events of foreign material remained, the foreign material was likely simethicone but could not be conclusively identified. No damage was confirmed from the air/water cylinder, air/water tube nor auxiliary water tube and information to judge deviation from the IFU could not be identified. Therefore, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.